Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient was treated using vena seal for venous insufficiency in the left and right great saphenous vein (gsv) under local anaesthetic. The IFU was followed. The lumen was flushed, and a guidewire was used for the procedure. The procedure occurred without issue and the vein successfully closed. On completion of the procedure, the patient was put in ted stockings and given an oral antiocoagulant. The patient attended for a follow up one week later due to a family history of clotting. Deep vein thrombosis (dvt) was noted in the femoral vein during an ultrasound scan. The patient was asymptomatic at the time and was referred to another physician for intervention. Following intervention using a non mdt thrombectomy device, the patient had a pulmonary embolism. The patient was treated with medication and monitored before being discharged and has recovered.